Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, inappropriate anti-tachycardia pacing (atp), pacing inhibition without asystole, and increased threshold measurements. Isometrics were performed with the patient which reproduced the noise, as well as pacing impedance measurements of less than 200 ohms. The device was reprogrammed; however, this did not resolve the issues. An insulation issue was suspected. The patient had become symptomatic. A revision was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.